Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, and instructions for use (IFU), visual inspection and specifications was conducted during the investigation of the returned product. A visual examination noted the cannula had separation from back of handle 1mm with approximately 2mm of wire extending from the point of separation. Review of device history record showed non-conformances, which were not related to this failure mode. The perc ncircle nitinol tipless stone extractor is shipped with instructions for use (IFU); which clearly state the proper warnings, precautions, and instructions for use. It states that, ¿enclose device in sheath before removing from tray/holder. Excessive force could damage device.¿ based on the provided information and the investigation evaluation, the root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the patient underwent a percutaneous nephrolithotripsy procedure and the percncircle nitinol tipless stone extractor wire broke from the handle during the procedure. The operator removed the broken device from the patient¿s body and completed the procedure by using a new perc ncircle nitinol tipless stone extractor device. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.